Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus korea, omsc surmised there was the possibility this phenomenon was attributed to the video communication failure due to the camera cable break of the subject device, which might not have been transmitted to the video processor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to olympus (B)(6) but has not returned to omsc. Olympus (B)(6) checked the subject device for evaluation. It was confirmed that the image noise of the subject device occurred due to the camera cable failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at olympus (B)(6), it was found that there was no image of the subject device and it had noise. There was no patient injury associated with this report.